Event description:
The customer reported the ventilator alarmed due to an air source fault and then restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician verified a diagnostic code in the ventilator log history that indicated a ventilator restart. Performance verification testing was completed and all tests passed per operating specifications.